Manufacturer narrative:
H3: one device was received for analysis. Service history review identified that the device had not been in for service in the previous 12 months. Review of the event history log identified a high alarm: cassette attached but not locked" alarm messages. The customer issue was confirmed as cassette recognition was not possible. The root cause of the issue was a defective latch/lock sensor. The latch/lock sensor was replaced. The device will be submitted for functional and delivery testing. The device will be returned to the customer once it passes all testing and is within specification.

Event description:
The customer returned the product for cassette recognition is not possible with the cassettes, during device evaluation, the cassette attached but no locked alarm was confirmed. There was no patient involvement.